Event description:
The user facility reports that when the surgeon ended the procedure, the surgeon was unable to unlock the retractor. The peer was removed with the endo-cannula attached. Further info was obtained on 8/14 stating that: the tech reported that surgeon had cranked the peer all the way for maximum expansion of the instrument. When the surgeon went to release the peer, the instrument would not unlock. The cause is unk. The surgeon used other malleable retractors to get the peer and trocar out of the pt. The surgeon finished the case, and the pt went into recovery doing fine. The pt suffered no complications and is currently doing well.